Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "shut down completely" (loss of power); "blue stop sign plus multiple messages" (device displays error message). A nurse reported during a phacoemulsification procedure, the cortex setting was selected and the system shut down on its own. The system was exchanged and the case was completed. Additional information was requested. Additional information was received. The nurse reported the surgeon had just completed the sculpt mode and moved to cortex mode when the system displayed a blue stop sign with multiple error messages. The system then shut down completely as if the plug had been pulled. The nurse stated the system was rebooted, but still could not clear the error messages, so the system was exchanged to complete the case. There was a 5 minute delay during the exchange, but no patient impact was reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem, but confirmed the problem in the event log. The fluidics module was replaced and sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).